Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Device evaluation has confirmed the reported issue. Device evaluation and inspection found leak at the bending section insertion part. Additionally, inspection found leakage at the distal end biopsy channel. Based on the results of the investigation, the reported issue of "flexible scope did not pass sterilization, tested on 3 different sterilizers" was confirmed and found to be due leak found on the device. A definitive root cause of leakages found on the device cannot be identified. Probable causes could be due to physical stress, wear problem, damage or deterioration of parts etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the flexible scope did not pass sterilization, tested on 3 different sterilizers. There was no patient involvement.